Manufacturer narrative:
The lens and a small, white piece of a medical sponge material was returned inside a clear plastic bag marked with the complaint number and serial number for this file. Viscoelastic was dried on the lens. The optic was cut into two pieces, typical of damage created to help facilitate the removal of the lens from the eye. No other damage was observed to the lens. Information was provided that indicated the use of a qualified cartridge. A non-qualified handpiece and a non-qualified viscoelastic were also indicated. The explanted lens was returned in two pieces, typical of damage created to help remove from the eye. No other damage was observed to the lens. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Information was provided that indicated the multifocal lens was removed and replaced with a non-company monofocal lens of the same diopter. This information that a multifocal lens was exchanged for a monofocal lens may suggest that the replacement lens model was an improved selection for this patient's vision needs or preferences. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported following the intraocular lens implantation the patient had experienced halos around lights at night and the lens was explanted in a secondary procedure. The lens was replaced with another company lens. Additional information has been requested and received that there was no harm to the patient. The prognosis was good and the patient was not hospitalized for the event,

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).